Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's left eye (os). The pt was complaining of glares and halos and the surgeon rotated the icl vertically, but the glares and halos were worse. The icl was explanted on (B)(6)2010 and was exchanged for another same model and diopter lens. The pt is doing well.

Manufacturer narrative:
(B)(4) (glare), (B)(4): eval results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).